Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 512 mg/dl. Elevated bg was addressed via manual injection. System check with tandem technical support confirmed that the pump was functioning as intended. However, during troubleshooting it was identified that the customer is using off label insulin (u-500). Tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin. Tandem technical support walked customer through loading new supplies, the customer was able to resume insulin therapy.